Manufacturer narrative:
(B)(4). Although the customer indicated the set would be returned, it has not yet been rec'd. A f/u report will be submitted with failure investigation results should the set be rec'd for eval.

Event description:
Biomed reported: IV started in am. Fluid leaking from pump and ail noted. New tubing set up. Tubing silicone segment noted to have a tear at top. "Great deal" of air; did not reach the pt. Pump didn't alarm. The 0.45% nacl infusing on primary; secondary attached. Biomed tested the devices and they passed all tests. Biomed stated he will put devices back into service and will send in disposable set. There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event info was provided.